Event description:
The facility stated that the surgeon attempted to implant an aa4204vl plate silicone lens. The lens tore prior to insertion into the eye. No pt contact. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.